Manufacturer narrative:
(B)(4). Evaluation- no information regarding the event was provided. The device was not returned to assist with the investigation. We have investigated based on the information received to date, and are closing the report until further information is received for investigation. No conclusion can be drawn based on the incomplete information provided on alleged injuries. There is no evidence to suggest the device was manufactured out of specifications. If additional information is received, the report will be re-opened for further investigation.

Event description:
It is alleged that the ¿patient received a cook gunther tulip on (B)(6) 2003 at (B)(6).¿ it is alleged that patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It is alleged that the patient received a cook gunther tulip on (B)(6) 2003 at (B)(6) medical center in (B)(6). It is alleged that patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
A review of the complaint history, device history record, manufacturers instructions, and quality control was conducted during the investigation. The investigation is solely based on description of event. No product was returned and no imaging was provided. Difficult filter retrieval due to embedment of filter legs or filter hook in the ivc wall is a well-known risk reported in the published scientific literature. Several case reports published in articles, describe successful endovascular retrievals of such filters by advanced retrieval techniques. According to device history records, based on the lot number provided, there is no evidence to suggest that this device was not manufactured according to specifications or that the filter did not perform as intended, e.g., the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava in the situations described in the IFU. It has not been possible to fully investigate or evaluate this event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Manufacturer narrative:
The device is obsolete and no longer sold. (B)(4). 510k: k032426? It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 03/09/2017 as follows: the patient allegedly received device implant via right femoral vein on (B)(6) 2003. Patient is alleging the device is embedded and is unable to be retrieved.